Manufacturer narrative:
Other relevant device(s) are: product ID: 961579, serial/lot #: (B)(4). Analysis summary: as returned, the array had been attached to a clamp. The array had been over-tightened. The attachment screw hex head is intact and functional, but the head of the screw has tool marks. The screws were able to be broke loose. The array is otherwise fully functional. With markers attached and fully seated, the array returns good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medium tracker was stuck on the clamp. There was no patient present.